Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "sensor error" message from the adc freestyle libre sensor after 1 day of wear. As a result, she was unable to monitor her glucose levels and experienced symptoms described as "felt heartbeat stronger and stronger, cannot stand straight, close to losing consciousness" and seizure. The customer had contact with a healthcare provider who obtained a reading of 1.6 mmol/l (28 mg/dl) on their device, was diagnosed with hypoglycemia, and treated with oral glucose. There was no report of death or permanent injury associated with this event.